Manufacturer narrative:
(B)(4). Post-implantation cta images from multiple time-points were received by gore from the facility, and an imaging evaluation was performed: on cta images dated (B)(6) 2012, there appeared to be contrast pooling in the anterior aneurysmal sac. Distally, contrast could be seen pooling in the posterior sac. There appeared to be contrast in a lumbar artery at the distal pooling location communicating with the sac. On (B)(6) 2015, there appeared to be contrast present in the same lumbar artery, however, no pooling contrast in the aneurysmal sac could be confirmed. Maximum diameter of the aneurysmal sac had increased from 46.4mm x 48.1mm (measured on (B)(6) 2012) to 54.9mm x 59.1mm. On (B)(6) 2015, a metallic material was visualized at the level of the lumbar artery where contrast had been present on the prior two studies. The metallic material also appeared to be present in the distal region of the sac. The material, possibly indicative of a prior embolization, appeared to cause streak artifact on the imaging, thereby making evaluation of abnormalities difficult to confirm. There did not appear to be contrast in the lumbar arteries on this time point. The maximum diameter of the aneurysm on this date measured 56.4mm x 61.0mm. On (B)(6) 2015, there appeared to be contrast pooling in the posterior aneurysmal sac. No contrast could be visualized in lumbar arteries. Again, streak artifact made evaluation of abnormalities difficult to confirm. The maximum diameter of the aneurysm on this date measured 57.3mm x 61.2mm. On (B)(6) 2016, only non-contrast and delayed-contrast series were available for evaluation. There appeared to be contrast pooling in the posterior aneurysmal sac on the delayed series. Possible contrast was visualized in a lumbar artery just proximal to the previously treated lumbar artery. The maximum diameter of the aneurysm on this date measured 58.0mm x 65.2mm. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysmal enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2009, the patient was implanted with five gore&#59397;excluder&#59393;aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomographic angiography (cta) revealed contrast pooling in the aneurysmal sac. The contrast was noted to originate from a single lumbar artery, indicative of a type ii endoleak. On (B)(6) 2015, cta confirmed contrast in the same lumbar artery, and the maximum diameter of the aneurysmal sac had increased from 46.4mm x 48.1mm (measured on (B)(6) 2012) to 54.9mm x 59.1mm. Serial cta imaging from (B)(6) 2015 through (B)(6) 2016 revealed further aneurysmal enlargement to 58.0mm x 65.2mm in diameter. No re-intervention has been scheduled or planned as of yet. The physician will continue to monitor the patient.